Manufacturer narrative:
(B)(4).

Event description:
It was reported a merlin.net transmission showed an alert for hvli less than lower limit and hvli greater than upper limit. There were some postponed measurements. There were multiple hvli measurements. Programming changes were made. The patient passed nips.